Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). On an unreported date, the therapies were withdrawn. The patient was not hospitalized for the event. Treatment was not reported. It was reported that the cause of the peritonitis was due to a catheter related issue but further details could not be provided. The patient recovered from the peritonitis. The patient's catheter was removed and hemodialysis was initiated. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).this is the same patient as (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Follow up information was received related to the event. It was reported that the patient went to the pd clinic with cloudy effluent. The patient was immediately treated with ancef and fortaz and was sent back home to continue with scheduled pd therapy and antibiotics. The patient was later hospitalized for the events of weakness, a (B)(6), decreased appetite, and abdominal discomfort. The abdominal discomfort and cloudy effluent were considered manifestations of the peritonitis. On the same day, the patient's pd catheter was removed. The patient was treated with unspecified antibiotic therapy and was transferred to hemodialysis therapy indefinitely. It was unknown if the patient recovered from the events of weakness, weight loss and decreased appetite. A batch review was conducted for potentially associated lot numbers h12j02010 and h12i17076 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.